Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited an impedance of 2500 ohms and loss of capture at maximum output. The lead was replaced.